Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the device failed the flow transducer test during pre-use check.information was received stating that the device o2 gas module resolved the issue. No part have been returned for technical investigation. The evaluation of the received ventilator device logs can confirm the reported issue during pre-use check. This is however not enough to determine the root cause of the reported failure. The cause why the gas module failed the pre-use check cannot be established without the actual gas module to investigate.

Event description:
Manufacturer's ref. #: (B)(4).